Event description:
Information was received from a healthcare professional as part of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the generator pocket at the right gluteal was painful to the patient. The device was repositioned on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The clinical diagnosis was right gluteal pain at the generator site. The patient reported intermittent pain at the generator site. The patient also had trouble after laying down for quite some time and the pain could be a "10" when trying to get up. The patient described it as an "unbelievable sharp pain". The patient also reported that, at times, it felt like there was "liquid" in the area where the "sdc" was placed. An examination on 2017 (B)(6) determined that the ins pocket needed to be moved for the patient's comfort. On 2017 (B)(6), the pocket was moved to the right lower quadrant. The event resolved without sequelae. The event was possibly related to the device or therapy and was unlikely related to the implant procedure. The event was related to the incisional / device tract of the ins pocket.